Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No prime/fill anomaly noted during testing. No pump error 130 noted during testing; however, confirmed pump error 130 alarmed on (B)(6) 2021 12:35:52.000 in pump downloaded history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and passed the ngp system board test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, and minor scratches on lcd window. In summary, customer allegation for prime/fill anomaly and pump error 130 was not confirmed. Cosmetic damage was confirmed during visual inspection where minor scratches on lcd window was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.